Manufacturer narrative:
One sodium qc result was out of range low on (B)(6) 2011. Qc results for the rest of the weekend were within the established ranges. For sodium (na), a difference of 3 mmol/l is within the precision of the assay, but 4-5 mmol/l difference exceeds precision claims. For chloride (cl), a 3-5 mmol/l difference is within the precision claims of the assay. Per the field service engineer (fse), only 2 samples were affected. The fse replaced the ratio pump and performed a preventive maintenance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na), chloride (cl) and low anion gap results generated by unicel dxc 600 pro synchron clinical system over the weekend of (B)(6) 2011. The results were reported out of the laboratory. Repeat tests produced lower results but no reports were amended because the differences in results, 3 - 5 mmol/l, were not considered significant. There was no effect to patient or user.